Event description:
It was reported that right atrial (ra) lead exhibited undersensing of atrial tachycardia (at)/ atrial fibrillation (af) on presenting and stored electrograms (egm), resulting in false termination of at/ af episodes. High thresholds was also noted on the ra lead. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.